Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited noise, intermittent loss of capture (loc), high threshold of approximately 3.5 volts and spikes in pace impedance measurements with one instance of greater than 3,000 ohms. This patient was persistently in atrial fibrillation (af). Additional information is being requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that the patient did not experience any adverse patient effects and they will continue to monitor. This pacemaker remains in service.

Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead exhibited noise, intermittent loss of capture (loc), high threshold of approximately 3.5 volts and spikes in pace impedance measurements with one instance of greater than 3,000 ohms. This patient was persistently in atrial fibrillation (af). Additional information is being requested from the field. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited noise, intermittent loss of capture (loc), high threshold of approximately 3.5 volts and spikes in pace impedance measurements with one instance of greater than 3,000 ohms. This patient was persistently in atrial fibrillation (af). Additional information is being requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that the patient did not experience any adverse patient effects and they will continue to monitor. This pacemaker remains in service.